Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and implant removal from textured to smooth due to the concerns of the product. Device remain implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29/feb/2024.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and implant removal from textured to smooth due to the concerns of the product. An open capsulotomy was performed during explant surgery. Device remain implanted.

Manufacturer narrative:
Laboratory analysis summary based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
An open capsulotomy was performed during explant surgery.